Event description:
Boston scientific received information that this left ventricular pacing lead had been programmed off shortly after the initial implant due to an unknown reason. Prior to a normal device change out procedure it was found that the lead had dislodged and was in the right atrium. No adverse patient effects were reported.

Manufacturer narrative:
The lead was capped and surgically abandoned at the device change out procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.